Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 482 mg/dl. Customer¿s blood glucose value was 104 mg/dl. Customer decline troubleshooting for the high blood glucose. The device will not be returned for analysis.